Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor reported that valved trocars leaked during removal and insertion of instruments and the pressure was difficult to maintain during three procedures. Water leaked wetting equipment and the surgical field. The product was not replaced to complete the procedure. There was no harm to the patients but surgeries were not smooth to perform. There are no samples returning for evaluation. This is the third of three reports being filed for the same facility. Additional information has been requested.

Manufacturer narrative:
No sample has been returned for evaluation for the complaint of leaky trocars; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. An internal investigation has been opened to address issues of this nature. (B)(4).